Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician was testing penumbra smart coils (smart coils) in a saline solution. While advancing a smart coil through its introducer sheath in the saline, the physician felt resistance and was unable to advance the smart coil more than five centimeters through its introducer sheath after several attempts. Therefore, the smart coil was not used in the procedure. The procedure was completed using three smart coils, two other coils, and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint outer diameter (od) was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the mid-joint becomes retracted proximal to the introducer sheath friction lock, resistance will likely be encountered while advancing the device. During functional testing, the smart coil was properly re-sheathed in its introducer sheath and was able to be advanced through the introducer sheath and a demonstration microcatheter without an issue. The pusher assembly mid-joint outer diameter (od) was measured within specification. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.